Event description:
It was reported that the pump was alarming and has been empty for 2 months. The physician believed the low reservoir alarm and empty reservoir alarm were occurring. The patient had moved away from the (B)(6) since her last pump refill in (B)(6) 2014. The pump had been alarming since sometime in (B)(6) and she did not want to drive back to (B)(6) to have it taken care of. On (B)(6) 2015, the patient presented to the emergency room (ER) in (B)(6) looking for help. On (B)(6) 2015, the patient was seen by a physician. The alarms were then confirmed through telemetry. A rotor study was performed in the operating room (or) and confirmed that pump was still functioning. The pump was washed out with preservative sodium chloride and "0.1ml boluses x3 with clearing of the catheter of 3mls of fluid via the access port before and after each bolus" was performed. The pump was then filled with dilaudid 15mg/ml at a rate of 4mg/day. No patient symptoms were reported. As of (B)(6) 2015, the patient was "doing ok." The type of medication being delivered via the device system was sufenta and bupivacaine. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).